Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) on both the right atrial (ra) and right ventricular (rv) lead due to high out of range pace impedances. The ra lss occurred first back in november, then the rv lss occurred in december. After both switches, oversensing was observed. At this time, the system remains in service. Both leads are another manufacturer's product. No adverse patient effects were reported.